Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they were concerned if the device could malfunction and stated that ¿ had an unusual thing happen. As I was standing at the kitchen, not moving I noticed my heart rate go very high. I took a manual and pulse meter reading and I am paced at hundred and thirty beats per minute, and have atrial fibrillation (af). Had no other symptoms, and when the blood pressure was measured, it was high. After few minutes it went back to normal¿. They further stated that ¿ when a transmission was sent, the physician could not see any episodes of arrhythmia and device function was not the issue¿. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.